Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's battery power cable assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed battery power cable assembly and was unable to find any issues with this removed component. A further root cause for the reported issue could not be determined.

Event description:
During routine preventative maintenance testing by physio-control, the device exhibited an excessive voltage drop at the connector contacts of the battery wire harness and power pcb connectors which can cause the device to either shutdown unexpectedly or cycle power unexpectedly. There was no patient use associated with the reported event.